Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6)2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the imaging system computer and power control board to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The imaging system computer and power control board were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while outside of a procedure, the imaging system pendant displayed "initializing please wait". Restarting the system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.